Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg pocket site was relocated. Pain at ipg site has resolved. Therapy was restored.